Event description:
It was reported that during a laparoscopic cholecystectomy procedure the doctor said that no clips came out and suddenly two clips would come out. The item does not work properly and when the doctor wants to advance a clip more than one clip advances or nothing advances. Doctor had to open up another clip. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips could not be fed after three activations of the trigger. Then, the device was cycled again and it fed and formed ten clips as intended. Finally the device locked out but the orange indicator wheel did not show up. Please note the indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.